Manufacturer narrative:
Section a2: patient age: "the patient is a preterm born baby at 29 weeks gestation and day 40 of life, corrected gestation of 34 weeks." Section a4: patient's weight was reported as "1620g". On (B)(6) 2021, at 14:42, the result was 1.2 mmol/l. The patient was on non-invasive ventilation. The patient's blood sugar was checked "on blood sugar machine" and the result was 3.9 mmol/l. A repeat capillary blood gas result was taken at 14:50 and the result was 0.7 mmol/l. Both gases were performed on the blood gas machine. The patient was asymptomatic. A dextrose bolus was given as requested by the patient's doctor. One hour after a bolus was given, the result on the blood gas machine was 1.16 mmol/l and the blood sugar reading on the "blood sugar machine" was 3.9 mmol/l. Another test was performed on a different blood gas machine and the patient's blood sugar reading was 4.45 mmol/l. Erroneous results alleged on (B)(6) 2021: the investigation found that the customer ignored system alarms/error flags. Before the date of event, other system stops/alarms occurred, indicating an aspiration issue. Due to the pre-analytical handling data not being provided, the investigation did not identify a product problem. The cause of the event could not be determined. Erroneous results alleged (B)(6) 2021 through (B)(6) 2021: on (B)(6) 2021 qc failed or was out of range and error flags were present. The mss cassette (metabolite-sensitive sensor) was not changed after failed qc, but a new fluid pack was inserted on (B)(6) 2021 and qc was not performed until (B)(6) 2021, which also failed qc and instrument aspiration alarms were ignored by the customer. The investigation found that the customer did not follow the protocol for troubleshooting and qc. Product labeling states: "failure to follow qc protocols or ignoring qc results may lead to incorrect patient results." "Perform qc tests on 3 levels after each of these actions: replacement of the mss cassette, electrode, fluid pack, or rinse solution." Due to the customer ignoring aspiration alarms and not replacing the mss cassette after failed qc, the investigation found the issue to be consistent with customer mishandling.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). Phone number: (B)(6). This event occurred in (B)(6). The qc was within specification. The field service representative replaced a sensor and performed cleaning's. The investigation is ongoing.

Event description:
The initial reporter received questionable glucose results from 1 patient on a roche omni s module. At 11:25 the initial result was 5.86 mmol/l and at 18:41 the result was 9.12 mmol/l. On (B)(6) 2021, the initial result was 9.02 mmol/l at 11:26. At 14:45 the result was 1.35 mmol/l, at 15:40 the result was 1.10 mmol/l, and at 20:48 the result was 7.79 mmol/l. On (B)(6) 2021, at 01:51 the result was 1.12mmol/l. At 02:10 the result was 8.02 mmol/l and also 7.94 mmol/l. It is unknown if these results were obtained from the same sample, or if they were reported outside of the laboratory. Also on (B)(6) 2021, it was reported that the initial result was 0.8 mmol/l. The patient was then treated but did not respond to the intervention so a new glucose measurement was done on a different analyzer and the repeated result was 8 mmol/l. No harm was caused to the patient. The times these results were taken were requested, but not provided. The treatment the patient received was requested, but not provided. The electrode lot number and expiration date were requested but not provided. The customer uses a reference range of 3.5-5.3 mmol/l for glucose.